Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of heart attack in a (B)(6) male pt who rec'd denture adhesive powder-double salt (super poligrip denture adhesive powder) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included prochlorperazine and zolpidem tartrate (ambien). On an unk date, the pt started denture adhesive powder-double salt. At an unk time after starting denture adhesive powder-double salt, the pt experienced heart attack, vomiting, regurgitation of food, nausea, lip disorder, oral discomfort, unable to eat due to feeling sick and fatigue. The pt was hospitalized. The pt was treated with aspirin, atorvastatin calcium (lipitor), clopidogrel bisulphate (plavix), lisinopril and metoprolol. Treatment with denture adhesive powder-double salt was continued. At the time of reporting, the events were resolved. The purpose of this contact was to inquire if swallowing normal amount of the product could cause harm. Consumer also inquired as to if the product could be applied more than once a day. The consumer spontaneously mentioned that he had a problem and further described as throwing up, could not keep food down, had nausea and was sick to his stomach, lips being sticky and unable to eat and that he went to the emergency room and was told he had a heart attack. The following info was solicited from the consumer upon further questioning. Consumer reported that he used super poligrip powder and on (B)(6) 2011. He ate some food and his stomach was upset and he threw up 7-9 times each day. Consumer reported that he could not keep food down, had nausea, sick to stomach, lips and mouth being sticky and being unable to eat. Consumer reported that it was a physically hard event. Consumer reported that on (B)(6) 2011, he continued to be nauseous and sick to his stomach and he called his doctor. Consumer reported that he was given 5 pills for this (unspecified) from the doctor to take every 8 hrs. Consumer reported that he ate nothing that day. On (B)(6) 2011, the consumer contacted his doctor again and was told that he may be dehydrated and to go to the emergency room. Consumer reported that he went to the emergency room where they did blood test and a slew of other tests (unspecified) and the doctors felt that something may have twisted in his stomach while vomiting or something was wrong with his heart. Consumer was admitted to the hospital. Consumer reported that on (B)(6) 2011, he had an ultrasound done. Consumer reported that he was seen by the doctor on (B)(6) 2011 and was told that he did not pull a muscle but had had a heart attack. Consumer reported that he was given an option of a probe into the heart to see what was going on or to take medications. Consumer reported he was also diagnosed as having high blood pressure and cholesterol. Consumer was discharged to home on (B)(6) 2011. Consumer reported at the time of the report that the events had resolved but he felt dragged out due to the medications.